Manufacturer narrative:
(B)(4). This report is for an unk - nail head elements: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: yam, m. Et al (2020), cephalomedullary blade cut-ins: a poorly understood phenomenon, archives of orthopedic and trauma surgery, vol. 140 (xx), pages 1939¿1945 (singapore). The aim of this retrospective multicenter study is to investigate the potential causes of femoral head cut-in with the pfna and propose possible mechanism of this phenomenon. Between october 2011 to february 2018, a total of 1027 patients were included in the study. Surgery was performed using synthes pfna. The mean follow-up period was unknown. The following complications were reported as follows: 3 patients died due to other causes within the one-year follow-up period. 23 patients (3 male and 14 female) with a mean age of 78.2 years (range 63¿95 years) had femoral head cut-in or a superomedial migration of the pfna blade into the femoral head and hip joint. Patient 1 had femoral head cut in. Patient 2 had femoral head cut in. Patient 3 had femoral head cut in. Patient 4 had femoral head cut in. Patient 5 had femoral head cut in. Patient 6 had femoral head cut in. Patient 7 had femoral head cut in. Patient 8 had femoral head cut in. Patient 9 had femoral head cut in. Patient 10 had femoral head cut in. Patient 11 had femoral head cut in. Patient 12 had femoral head cut in. Patient 13 had femoral head cut in. Patient 14 had femoral head cut in. Patient 15 had femoral head cut in. Patient 16 had femoral head cut in. Patient 17 had femoral head cut in. Patient 18 had femoral head cut in. Patient 19 had femoral head cut in. Patient 20 had femoral head cut in. Patient 21 had femoral head cut in. Patient 22 had femoral head cut in. Patient 23 had femoral head cut in. This report is for an unknown synthes pfna constructs and unknown synthes pfna blade. This report is for (1) unk - nail head elements: pfna blade. This report is 4 of 10 for (B)(4). Related product complaint: (B)(4).